Manufacturer narrative:
Clinical assessment by (B)(6): 71 year old male patient treated with impella 5.5 to support high risk surgery - no further information available. It was difficult to position and orient the impella pump in the left ventricle. Pump was torqued and shaft moved in the direction of the apex. The orientation was slightly towards the side wall, but no sign of hemolysis was reported. When the 5.5 was inserted the communication in the catheter lab was insufficient and resulted in the process of the preparation of the pump not being properly administered. Clinical representative of the company confirmed with the medical engineer until the purge line was fully primed, then moved to the surgical field support and discussed the insertion method. Pump insertion then began without checking the automated impella controller. In the course air was discovered when the left ventricle was checked with echo. This led to the realization that the device had been inserted without being fully primed. The connection cable was connected to the ami during insertion, and priming appears to have progressed. After air was confirmed with an echo, the situation was immediately reported to the attending physician. However, since the device had already been placed in the left ventricle, additional treatment was deemed difficult at this point, and the patient was placed under close monitoring and follow-up observation. Furthermore the patient had urinary output greater than 30 cc/hr, but it was noted as pink-red. After more than six weeks of support care was withdrawn and patient expired.

Manufacturer narrative:
Investigation summary: no product was returned. Air in purge system: clinical details note that air was discovered in the lv after the pump was implanted, which led to the realization that the device had been inserted without being fully primed. The rep confirmed that the purge line was fully primed, but the procedural technique was not thoroughly confirmed. Imc log review confirms that the pump completed all priming steps but it is unknown when the pump was inserted in relation to the priming steps since the rt log at the time of priming is not available. There were no air in purge system alarms. No product was returned. The cause of the air in purge system was not determined since it could not be confirmed whether the pump was inserted prior to priming completion, no product was returned, and insufficient data logs were returned. Difficult to place or position: clinical details note that the pump was slightly oriented towards the side wall on (B)(6) 2025, but after some difficulty, the user applied torque and moved the pump into optimal position. The cause of the difficulty to position was not determined since insufficient clinical details were provided. Hematuria/air embolism: the cause of the injuries was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the device was difficult to position. It was difficult to orient the left chamber, after trimming the artificial blood vessel, torque was applied to the shaft and moved to the apical direction. Additionally, the air was not properly removed from the purge line, and an ultrasound confirmed air had been trapped inside. The physician decided to continue with the surgery and there was no report of patient harm or injury. The pump was successfully weaned and explanted.